Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, crosstalk due to atrial pacing was noted on the right ventricular (rv) lead. The device was interrogated again and crosstalk was no longer noted. The patient was in stable condition.